Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error. The patient's blood glucose at the time of incident was 119 mg/dl. Troubleshooting was initiated and the customer confirmed that they did not drop or bump the insulin pump. The device was not exposed to moisture either. The customer confirmed that they had a medically prescribed back-up plan available. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.